Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarms occurred during the load sequence with multiple cartridges. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer's blood glucose level was 106 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.